Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 250-266 (mg/dl). Reportedly, the bg levels recurred intermittently throughout the month, and the contact speculated the suspected cause to be due to the customer's hormonal changes during growth spurts, or site insertion areas into fatty tissue, but was unable to positively identify a root cause. To address the bg level, the customer delivered correction bolus or administered manual injections. Recommendation was made to consult with health care provider regarding diabetes management.